Event description:
Iol [intra ocular lens] was opened to the sterile field. The resident attempted to load it into a 'd' cartridge that had viscoat inside. He was unable to advance the lens into the cartridge, it became stuck and he couldn't get it in or out. A new lens and cartridge were retrieved and used to finish case without issue.